Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The device was returned for evaluation and was examined under magnification. It was confirmed that the returned t8 stick fit hexalobe driver (part number 80-0759) had batch number #530864. Torsional fracture patterns were identified in the hexalobe portion of the driver tip. There was some sight fading of the laser marking numbers and discoloration around them; however they were still visible with and without magnification. No other significant damage was seen across the length of the driver. The overall driver length was measured to confirm fracture point and approximate how much material was gone. The driver, as received, measured at approximately 84.80mm from the end to the highest point of the fracture surface, indicating that approximately 1.052mm of the driver broke off. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis. The broken portion of the tip showed twisting of the lobes. The screw used with the driver was not returned. Based on the information received and the investigation performed, the root cause of the reported event could not be determined.

Event description:
It was reported during the procedure, the surgeon was inserting the locking screw, and the driver tip broke. The surgeon was able to remove/retrieve the broken piece of the driver tip. There were no adverse consequences to the patient. It was also reported device information for the screw involved in this event is unknown. This report is related to report number 3025141-2022-00256 for the screw involved in this event.